Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the door to be operating properly. No issues were noted with the function or operation of the washer/disinfector, and a cause of the reported event could not be determined. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that while loading instruments from an amsco 7053 hp washer/disinfector, the washer door contacted an employee's hand, resulting in scratches. It is unknown if medical treatment was sought or administered.